Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired. The pt was found with both batteries disconnected from the system controller by a family member. The vad coordinator reported that the pt had his aorta sewn shut and believes the event was an accident.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.